Event description:
It was reported that the device would not operate on ac or dc power. There was no report of patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio is in the process of evaluating the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.